Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the image disappeared during angulation in the up/down direction due to a cut on the charge coupled device cable. In addition, there was a stain on the adhesive on the bending section cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that there was no display output from the subject device when angulating during preparation for a diagnostic bronchoscopy procedure. The device was replaced and the procedure was completed. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image output was movement of charge-coupled device cable built inside was obstructed and misalignment/kink had occurred. Olympus will continue to monitor field performance for this device.